Manufacturer narrative:
Additional product code: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Device will not be returned due to contamination. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The catheter should remain indwelling only as long as is required by the patient's condition. The incidence of complications increases significantly with indwelling periods longer than 72 hours.

Event description:
It was reported that, during use, d5w leaked at the white "proximal injectate" and blue tubing connection of a swan ganz catheter. It was noted that the catheter was connected to a co-set and that the catheter was used in the patient for 4 to 6 weeks. No allegation of patient injuries.